Manufacturer narrative:
(B)(6). Strips not available for return.

Event description:
Caller reported advantage system blood glucose result of 106 mg/dl, aviva system result of 58 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. Strips not available for return, replacement sent.